Manufacturer narrative:
The second zodiac screw reported is of the same product part number/description but contains a separate manufacturing lot number. Lot # 684703 manufactured 12/12/2014. Visual inspection found that both zodiac screws had fractured and broke mid-way of the threaded shaft. A review of the device history records revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released according to design specifications. No irregularities have been identified. It was reported that replacement fixation was not implanted as the patient had achieved fusion/healing. This indicates the failure occurred after providing the necessary stabilization to allow the patient to achieve fusion. It appears the anchors were likely exposed to fatigue stresses beyond those for which it was designed or intended. The provided instruction for use (ins-025) state; postoperative management: 6. The system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery. The zodiac spinal fixation system (zodiac system/zodiac polyaxial /zodiac lumbar spinal fixation system) facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v) or stainless steel (ss 316l). Implant rods are also available in commercially pure titanium (ti grade 4), titanium alloy (ti 6al 4v eli), stainless steel and cobalt chrome (co-28cr-6mo). All hooks are made from stainless steel (ss 316l) and titanium alloy (ti 6al 4v eli). The zodiac system is intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion.

Event description:
Post op x-rays taken (B)(6) 2017 revealed two (2) polyaxial screws located at l3 and l5 had fractured and broke. Revision surgery was conducted (B)(6) 2017 to remove the zodiac construct. Replacement was not necessary as fusion/healing had been achieved. The proximal sections of both screws were removed without issue, while the distal threaded portions remain entrapped within the patients l3 and l5 lumber vertebrae. The zodiac degenerative spinal fixation system was originally implanted on (B)(6) 2015 from the l3 - l5.